Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 6f cook shuttle. Embolic protection: emboshield nav6. The emboshield nav6 device is being filed under a separate medwatch MFR number. The reported patient effect of restenosis is listed in the product instructions for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the left internal carotid artery for treatment of restenosis of an rx acculink stent, the emboshield nav6 delivery catheter was advanced. The green peel-away sheath had not been used; therefore, the barewire circled during advancement. The delivery catheter was removed from the anatomy without resistance and another emboshield delivery catheter was used successfully to deliver the filter element. Balloon angioplasty was performed successfully for treatment of the restenosis. The emboshield nav6 retrieval catheter was advanced, but due to a deformity inside the tip of the non-abbott sheath, the retrieval catheter could not advance. The retrieval catheter was removed without resistance and another emboshield nav6 retrieval catheter was advanced successfully to retrieve the filter. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information has been provided.